Event description:
It was reported that the right atrial (ra) lead was found to have no capture and oversensing p-waves. The lead was extracted and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead, (B)(6) 2013. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.